Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that needle gauge inaccuracy occurred. The target lesion was located in a coronary artery. An encore balloon catheter inflation device was selected for use. During procedure, when an attempt to apply pressure was made, it was noted that the pressure gauge did no increase properly. The procedure was completed with a different device. No patient complications were reported.